Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000135, product ID: bi71000138, h3 - a manufacturer representative went to the site to service the system. Replaced broken lower door cap and right side door sidewall covers. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the site had damages the covers on their o2 that was involved in a collision with a door. The gantry door will now not close. There was no patient involvement.